Event description:
It was reported that the patient presented for a follow-up visit at the clinic with discomfort. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited phrenic nerve stimulation. The lv lead was explanted and replaced. The patient remained stable.